Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the steerable guide catheter (sgc)cable break resulting in the inability to curve the guide. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the tip of the device was no longer responding. It was reported that when loading the steerable guiding catheter (sgc) on to the guide wire, when straightening the guide by turning the +/- knob greater than 270 degrees in the " - " direction, a cable break occurred, the tip was no longer responding. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.